Event description:
On (B)(6)2017 patient experienced a "pump stop alarm" while going to the bathroom at 3am at home. Seen in clinic on (B)(6)2017 and x-ray obtained at which time patient was admitted for short to shield of driveline. Engineers notified of issue. Patient swapped to non-grounded cable at which point the alarms stopped.